Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to 0.2v at 0.1ms five years ago, as there was no capture on the right ventricular (rv) lead at max outputs. The lead remains in-service. No adverse patient effects were reported.